Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was attempted to be used to treat a non-tortuous and severely calcified lesion located in the o stium-proximal circumflex artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. No difficulties noted when removing the protective sheath. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The stent was passed to the lesion multiple times post lesion prep and dilation. Positioning and crossing the lesion was difficult due to calcification. It was reported that during the final attempt to pass the stent to the lesion, the stent dislodged.the delivery system was removed and inspected and noted to no longer have the stent on the balloon. Pictures were taken and the stent was visually seen in the patient. The dislodged stent was not removed from the patient. The stent was moved into the best position possible for adequate deployment using multiple balloons, ranging in size from 1.20mm x 15mm to 2.25mm x 15mm. The stent was deployed and post dilated, allowing proper blood flow. Further stents were placed without issue to complete procedure. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.